Event description:
Per independent repair center statement, unit is alarming or red light. The key failure is the manifold valve sticking. Additional malfunctions are the heat exchanger and gear clamps leak and the tie wraps are defective.